Event description:
While performing a lap chole, the endo clip iii worked for about five or six times and then jammed and would not work any longer. A second endo clip iii was opened and utilized to finish procedure.manufacturer provided rga# for return product evaluation.